Event description:
It was reported that the procedure was to treat a lesion located in the moderate to heavily calcified left anterior descending artery (lad). After predilatation was performed, an attempt was made to cross the lesion with a 2.5x12 mm xience v stent; however, it would not cross and was removed from the anatomy. Additional predilatation was performed and a second attempt was made to cross. Although resistance was felt during crossing, the stent was able to be placed in the lesion; however, prior to inflation of the stent delivery system balloon, the stent implant dislodged from the balloon at the lesion site. The unexpanded stent was seen on angiography located in the proximal lad, with the distal portion within a previously placed drug eluting stent. A balloon catheter was used to adhere the stent to the vessel wall, after which a 3.0x15 mm xience v was advanced to the lesion and used to crush the dislodged stent into the vessel wall at the lesion site. The newly deployed stent was post-dilated and the procedure was ended. No adverse effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Dil cath: 3.0x12 mm nc trek. Against resistance, re-insertion. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The IFU also states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.